Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil detached prematurely beyond the catheter's tip and snaring was performed. Vascular access was obtained via femoral approach. A 8mm x 40cm interlock¿-35 was selected for embolization. During the procedure, a 6fr 55cm non bsc sheath was used and placed in the renal vein with the tip directed into the descending ovarian vein. A bern imager ii catheter was flushed and inserted over a 035 zipwire into the distal ovarian vein and a heparinised saline flush was commenced under 300mmhg pressure for a flow rate of 1-2 drops per second. Five 10mm x 40cm interlock¿-35 coils were successfully deployed. During initial advancement of the sixth coil which was commenced by inserting into the bern imager ii catheter through the haemostatic valve/flush port, resistance was encountered. However, the coil was still able to advance without excessive force. The physician inadvertently tightened the haemostatic valve and ensured that it was loose then the coil was able to be advanced forward. The coil was already ¾ deployed beyond the catheter's tip and the surgeon was in the process of withdrawing the coil. Within seconds, the coil appeared elongated, and the interlocking arm of the coil became detached from the coil and was floating freely within the imaging catheter. All coil fragments were captured using a 2.2mm endoscopic grasp through a 7fr long sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil was covered in dried blood. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and was returned. There was evidence of weld marks on the coil and interlocking arm. Blood was removed where possible to continue inspection. A microscopic inspection was performed. The zap tip shape and surface was smooth. The interlocking arm of the coil was returned having been pulled off from the coil. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil detached prematurely beyond the catheter's tip and snaring was performed. Vascular access was obtained via femoral approach. A 8mm x 40cm interlock¿-35 was selected for embolization. During the procedure, a 6fr 55cm non bsc sheath was used and placed in the renal vein with the tip directed into the descending ovarian vein. A bern imager ii catheter was flushed and inserted over a 035 zipwire into the distal ovarian vein and a heparinised saline flush was commenced under 300mmhg pressure for a flow rate of 1-2 drops per second. Five 10mm x 40cm interlock¿-35 coils were successfully deployed. During initial advancement of the sixth coil which was commenced by inserting into the bern imager ii catheter through the haemostatic valve/flush port, resistance was encountered. However, the coil was still able to advance without excessive force. The physician inadvertently tightened the haemostatic valve and ensured that it was loose then the coil was able to be advanced forward. The coil was already ¾ deployed beyond the catheter's tip and the surgeon was in the process of withdrawing the coil. Within seconds, the coil appeared elongated, and the interlocking arm of the coil became detached from the coil and was floating freely within the imaging catheter. All coil fragments were captured using a 2.2mm endoscopic grasp through a 7fr long sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.